Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by implementation in accordance with the below instructions for use: jf type 260v and tjf type 260v chapter 3 ¿cleaning, disinfection and sterilization procedures¿ describes how to prevent the subject event. Jf type 260v and tjf type 260v chapter 3 ¿preparation and inspection¿ describes how to detect the subject. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope, had forceps lifting wire broken. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out from the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: forceps shaft is detached; nozzle has foreign objects; adhesive on bending section cover or distal sheath rubber rubber has white-clouded area; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; connecting tube has a scratch; connecting tube has a wrinkle; llight guide lens has a chip; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.